Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that pump moved in the abdomen several cen timeters when accessed. No cause was determined, family cancelled appointment for dye study that was scheduled for the next day. Patient was in hospice care and had not been back. Patient had adequate pain control day after fill. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine, 25 mg/ml concentration at 5.614 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that actual reservoir volume (arv) was greater than expected reservoir volume (erv)- arv: 20 ml and erv: 3 ml. On (B)(6) 2018, the patient went to the hospital to see the hcp and the hcp stated that the pump was "good." They performed a fill in (B)(6) 2018 and that the fill went well and no volume discrepancies were noted. The patient was getting "good relief" in (B)(6) 2018 at 5 mg/day at the 25 mg/ml concentration. On (B)(6) 2018 they increased the dose per day to 5.249 mg/day and the reservoir volume read at 16 ml, but they did not access the reservoir that day. They just updated the pump on (B)(6) 2018. On (B)(6) 2019 the patient came in and their dose was increased to 5.614 mg/day and the programmer said the reservoir volume would be at 10 ml. They just updated the pump on (B)(6) 2019 and did not access the reservoir. Today they went to refill the pump and it took "three people" to hold the pump "in place and get to the port." The pump was a "tippy pump." They expected to pull out 3ml and pulled out 20 ml of the reservoir. They were only able to fill the pump with 30 ml of drug. The patient fell out of bed at some point, but did not know the date of the fall. No patient symptom was reported. The patient was getting "decent relief". No further complications were reported.